Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partly unavailable. Upon troubleshooting, fse found that ipc did not boot up. The philips engineer reseated the ipc memory chips and reload the ipc software. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were partly available. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the ipc memory chip was reseated and the ipc software was reloaded, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.